Manufacturer narrative:
Analysis updated: analysis of the data log files revealed multiple premature power switching events that were due to momentary disconnections involving (B)(4). This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) - mfg. Date: 09/06/2015 - returned: 03/06/2017. (B)(4) - mfg. Date: 09/08/2014 - returned: 03/06/2017. (B)(4) - mfg. Date: 12/17/2015 - returned: 03/06/2017. (B)(4) - mfg. Date: 03/24/2016 - returned: 03/06/2017. (B)(4) - mfg. Date: 05/28/2016 - returned: 03/06/2017. (B)(4) - mfg. Date: 05/28/2016 - returned: 03/23/2017 - (B)(4). It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and (B)(4) revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Failure analysis of (B)(4) revealed that the battery failed visual inspection due to a completely severed battery output cable. The cable was completely torn near the strain relief on the battery housing. The most likely root cause of this observation can be related to the handling of the device. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4). No power switching events were observed for (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: (B)(4), 1650de, exp. Date: 09/30/2016, UDI # (B)(4); (B)(4), 1650de, exp. Date: 09/30/2015, UDI # (B)(4); (B)(4), 1650de, exp. Date: 12/31/2016, UDI # (B)(4); (B)(4), 1650de, exp. Date: 03/31/2017, UDI # (B)(4); (B)(4), 1650de, exp. Date: 05/31/2017, UDI # (B)(4); (B)(4), 1650de, exp. Date: 03/31/2017, UDI # unknown. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25 percent (%), they were greater than (>) 25%. It was stated that there was no effect on the patient. It was further stated that a controller exchange was performed and the patient was doing fine the whole time. It was stated that the log files were sent to the manufacturer. No additional information available.

Manufacturer narrative:
Additional information received (B)(4) (received under (B)(4), a non-reportable complaint) was added and will be analyzed. Additional system component being reported for this event: medical device: battery /(B)(4) / catalog number: 1650/ expiration date:unknown. UDI #: unk. Device available for evaluation: 03/06/2017. Device evaluated by manufacturer:yes, returned to manufacturer. Device manufacture date: unk labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.